Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) has fainted and is in the ER. The local sales representative has checked the device. When he does an atrial threhold test, he sees ap vp. When loosing capture in the threshold test, he sees ap vp (as). Everything else looks normal. The patient does have retrograde conduction and is possibly fainting because pacemaker mediated tachycardia.